Manufacturer narrative:
A medtronic representative reviewed the case at the site and found that the cause was user error. The device behaved as intended.

Event description:
A medtronic ent representative reported they had done tracer registration but were getting intermittent tracking with the black suretrak fr azure probe. A nurse, in the procedure, stated she was very unsure of the software, and that the doctor kept proceeding before she could switch the instruments. She said, the instrument keeps flickering between red and green status. The doctor opted to continue the surgery without the use of the navigation system. There was no impact on the pt outcome.